Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 47 mg/dl and juice/candy were consumed to address the bg. The low bg was reported to be related to being more active and the basal rate setting required to be adjusted. The healthcare provider recommended the basal setting be changed from 1 to 0.80 u/hr. Tandem technical support assisted the customer with adjusting the setting. Upon follow-up, the customer's bg was within target range.